Event description:
The patient had primary shoulder surgery on (B)(6) 2022. On (B)(6) 2025, the patient came in due to an infection and the pathogen is unknown. The baseplate was left in place. New screws and a new glenosphere were implanted, while the humeral component was from a competitor. The surgery was completed successfully (emdr (B)(4). Presently, on (B)(6) 2026, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the glenosphere to a same size glenosphere. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 02 february 2026. Lot 2403486: (B)(4) items manufactured and released on 27-may-2024. Expiration date: 2029-05-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.